Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate hv therapy was observed due to noise. It was noted that the device interpreted the noise as vf episodes. The lead was capped and replaced on (B)(6) 2016. The condition of the patient was stable before and directly after the procedure.